Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed which found that the device did not run when power was applied. It was determined that this was due to motor assembly or electronic control unit failure. The assignable root cause was determined to be component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the battery oscillating device would not turn or move at all. During in-house engineering evaluation it was found that the device would not run when power was applied. It was reported that there was no delay caused by the event as an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.